Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the malfunction identified during the device evaluation: "noise image" was due to damage on ccd (charged coupled device) unit. However, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a noise image. There was no patient involvement.